Event description:
Information was received from a legal representative of the patient regarding numerous patients that were implanted with an implantable neurostimulator (ins). It was reported that the products failed to perform as intended, which led to severe and debilitating injuries suffered by the patients. No further complications were reported or anticipated.